Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scratches on distal edge, minor cracks on lens, scratches on outer tube, loose light guide adapter, and broken video connector edges. A definitive root cause could not be identified as the reportable malfunction could not be reproduced. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a broken light cord. The issue was found during preparation for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a broken light cord. The issue was found in preparation for an unspecified diagnostic procedure. There were no reports of patient harm.